Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer experienced diabetic ketoacidosis, and was subsequently hospitalized. Reportedly, customer experienced an unspecified pump issue. Although requested by tandem technical support (cts), customer declined to provide additional information regarding the event.